Event description:
The pump moved out of the pocket and was resting on the hip of the pt. No trauma or fall was associated with the dislodgement. A new pump was placed in 2008. Additional info has been requested. A f/u report will be submitted if additional info becomes available.